Event description:
Dr. Alleged that metal debris was found on the knife (slit knife 2.4 adbl bev w/safe) and in the patients wound. The wound had to be aggressively rinsed to remove as much debris as possible. No further intervention was reported by the dr.

Manufacturer narrative:
The UDI number and the following sections were updated : type of investigation. Investigation findings. Investigation conclusion.